Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is likely tissue or vessel was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. The foot may surf distally and lock into position. The capture of tissue by the foot will contribute to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated.

Event description:
It was reported through a general comment that on multiple occasions, the foot plate became stuck, requiring a surgical cut down to remove. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.